Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had issues with low batteries. The customer also reported that the insulin pump would not turn on. Their current blood glucose level was 8 mmol/l. Troubleshooting was performed. It was noted that there was a crack in the battery case threading. They did not know how the damage occurred. The device will not be returned for analysis.